Manufacturer narrative:
Olympus medical systems corp. (Omsc) confirmed the device history record of the subject otv-s7proh-hd-10e, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7proh-hd-10e, because the user has not returned the subject otv-s7proh-hd-10e to omsc. Omsc asked for the user to provide with more detail information regarding the reported flickering of endoscopic image, but the user has not responded. Omsc confirmed that a similar complaint occurred in the past, as a result of the investigation for the past complaints. Omsc confirmed that a flickering of endoscopic image was occurred by the following mechanism, as a result of the investigation for the past similar complaint. The gnd potential was fluctuated by the influence of the electronic shutter signal. Fluctuated the gnd potential was affected the ccd driving signal, and a flickering of endoscopic image occurred. However, it is unknown whether this event is same as a past similar complaint, because omsc could not investigate the subject otv-s7proh-hd-10e and received detail information regarding the reported phenomenon. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject otv-s7proh-hd-10e and received detail information regarding the reported phenomenon. However, omsc surmised that there was a possibility that the cause of the reported flickering of endoscopic image was the followings in theory. The communication between the subject otv-s7proh-hd-10e and the video processor was unstable, since any foreign substances or liquid adhered at the connecting part of the video processor and the subject otv-s7proh-hd-10e. The signal of the endoscopic image was influenced by the external noise caused by the electrosurgical devices which generate high frequencies. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7proh-hd-10e, because the subject otv-s7proh-hd-10e was not returned to omsc. Therefore, the root cause of this event could not be conclusively determined. However, a local olympus service engineer found that the camera cable of the subject otv-s7proh-hd-10e was faulty. Based on the investigation result, omsc concluded that the reported phenomenon, flickering of endoscopic image, was caused by disconnection of a part of the camera cable. And omsc surmised that the disconnection of a part of the camera cable was attributed to inappropriate handling of the device by the user. The otv-s7proh-hd-10e instruction manual states the handling method of the device including camera cable. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to omsc. The subject otv-s7proh-hd-10e will not be returned from the user. The otv-s7proh-hd-10e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). -after the patient anesthetized patient anesthesia and just before used for an unspecified procedure, flickering of the endoscopic image was occurred. -the user replaced the video system center, but the phenomenon was not resolved. -the user replaced the subject otv-s7proh-hd-10e with the spare device, and completed the procedure. -there was no report of the patient¿s injury regarding this event.